Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument handle fractured into two or more pieces. No surgical delay, no adverse patient consequences, no fragment has entered the surgical area.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The instrument has cracked and broken at the bottom of the black radel handle. Broken fragment was not returned for evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR review: 1) quantity manufactured: (B)(4) ea. 2) date of manufacture: 2022-03. 3) any anomalies or deviations identified in DHR: 2 non-conformity¿s related to human error and not related to this issue. (B)(4) documentary ( rework). (B)(4) functional ( rework). 4) expiry date: none. 5) IFU reference: article 84.65.e1090, lot 2112201739. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4) ea. 2) date of manufacture: 2022-03. 3) any anomalies or deviations identified in DHR: 2 non-conformity¿s related to human error and not related to this issue. (B)(4) documentary ( rework). (B)(4) functional ( rework). 4) expiry date: none. 5) IFU reference: article 84.65.e1090, lot 2112201739. Device history review: a manufacturing record evaluation was performed for the finished device [920010029/ mj7477420] number, and 2 no non-conformances / manufacturing irregularities not related to the reported failure were found.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The instrument has cracked and broken at the bottom of the black radel handle. Broken fragment was not returned for evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR review: 1) quantity manufactured: (B)(4) ea. 2) date of manufacture: 2022-03. 3) any anomalies or deviations identified in DHR: 2 non-conformity¿s. (B)(4) documentary ( rework). (B)(4) functional ( rework). 4) expiry date: none. 5) IFU reference: article 84.65.e1090 lot 2112201739. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device [920010029/ mj7477420] number, and 2 no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.